Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: (B)(4). In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. A microscopic inspection revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle. Representative samples were returned for evaluation. Upon functional inspection, all samples met requirements.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used for continuous suturing. During passage through tissue, the needle broke in the middle of the body. There was no adverse consequence to the patient.